Manufacturer narrative:
The ge service rep performed an on-site investigation. The cables were inspected, the connections were adjusted and the boards were reseated. The system operates as intended.

Event description:
The customer reported that the monitor screen of the system would intermittently go black. No pt injury was reported.